Manufacturer narrative:
Concomitant medical products: 6725 lead pin plug, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope. The patient fell resulting in a lead fracture on the right ventricular (rv) lead. The rv lead was found to have high unstable thresholds, high out of range impedance, and oversensing of noise with sensing integrity counter (sic) episodes. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.